Manufacturer narrative:
Date of event: unknown. Investigation summary: one photo was received by the quality team for investigation. Upon visual inspection of the photo, it appears to show a needle hub with two (2) marks or scratches on the hub. However, based on the photo it cannot be determined if the marks or scratches go completely through the side of hub and if they would affect the function of the needle hub or not. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and the photo provided by the customer, it cannot be determined if the appears that the marks or scratches go completely through the side of hub and would affect the function of the needle hub or not. This type of damage could occur during the molding process or during the assembly process; however, it cannot be definitely determined where the damage occurred at this time. Investigation conclusion: one photo was provided by the customer for investigation. It appears to show a needle hub with two (2) marks or scratches on the hub. However, based on the photo it cannot be determined if the marks or scratches go completely through the side of hub and if they would affect the function of the needle hub or not. Root cause description: based on the investigation conclusion and the photo provided by the customer, it cannot be determined if the appears that the marks or scratches go completely through the side of hub and would affect the function of the needle hub or not. This type of damage could occur during the molding process or during the assembly process; however, it cannot be definitely determined where the damage occurred at this time.

Event description:
It was reported that there was a crack filter with a bd filter needle. The following information was provided by the initial reporter, . "Material no: 305200 ,batch no: 8052946. It was reported that the hub on the filter needle was cracked. Event description per customer's attached email states, "on (B)(6) 2019 the reporter called the (B)(6) medical information call center to request replacement of one vial (s) of eylea. The following information was provided by the reporter. The reporter the hub of the filter needle was cracked. The reporter confirmed there were no adverse events to report. Complaint received date: (B)(6) 2019". Return component status on customer's email states, "returned, complaint is not confirmed.". Per customer's response to info request, it was noted that this occurred before use and was not used on any patients".